Event description:
A patient underwent a posterior lumbar interbody fusion (plif) with cbt at l4-l5. The instrument was used by connecting with a luminous source. The luminous source did not have a wattage indicator and it was reportedly used at maximum wattage. At the time of closing incision, it was found that the patient's skin was contacted which became slightly reddish. The surgical time was not extended due to the incident.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual review of returned light source identified damaged area on both tips. Evidence of excessive heat is noted at damaged area. Damage along light emitting tip can concentrate light energy in one area, which in turn can generate heat. Observations regarding patient injury suggests potential light source tip damage which may have allowed tip to generate excessive heat.

Manufacturer narrative:
(B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.